Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-29 h6: investigation summary a device history review was conducted for lot number 0019713. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, leakage testing of the returned device was able to identify a breach in the catheter tubing wall which was close in proximity to the adapter body; the extension tubing did not display observable leakage during the course of the same test. Closer inspection of the damaged region revealed characteristics that are consistent with damage from the tip of a cannula. A review of the manufacturing line has ruled out the possibility of damage during assembly. Damage sustained during assembly would only result in a pierce through between the catheter tubing and the cannula during the initial puncture. Without more details regarding the nautre of the device's use our enigneers will not be able to determine a root cause for this event. See h10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "after the first puncturing, the extention tube was found to leak blood".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the first puncturing, the extention tube was found to leak blood".